Event description:
During robotic assisted surgical procedure, the davinci robot's arm #1 malfunctioned showed up a recoverable fault 316. When the robot was shut down and restarted, the arm #1. Still showed up as a recoverable fault 316. Surgical team disabled the arm to troubleshoot (company was called)and walked through the shut down and used the circuit breaker and restarted. Arm 1 was removed from the field. The #1 arm again showed the 316 recoverable fault. We were directed to ask the doctor if they could finish the case with 3 arms and the doctor said yes. The #1 arm was disabled and moved out of the field. There were no adverse effects for the patient. The manufacturer's field engineer came the next day to replace arm one. There were issues on syncing the new #1 arm with our robot x, but it was accomplished by the early evening. Manufacturer sent representative to replace arm #1.